Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The history log for this device showed that the pad-pak was first installed on the 25th august 2010 and that it had performed to specification up to the 1st november 2015. During this time an increase in voltage suggests a further pad-pak was installed. On the 8th november 2015 the device failed the weekly auto self-test due to a low battery. At this time a significant drop in voltage was observed from the previous successful self-test. No further log entries were recorded. Investigation was unable to replicate or find any evidence of the reported fault. There were no multiple manual power ups recorded in the history log. The self-test failure on the 8th november 2015 was likely due to either the pad-pak being removed and then not properly seated within the device during the self-test or the pad-pak may have been replaced with a partially depleted unit for the self-test and that unit was not returned for investigation. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.